Event description:
Md doing r knee scope with lateral release. Using arthrocare saber 3.0mm 30 degree wand for procedure. Upon removal of wand, tip broke off in pt. Mini carne utilized to locate and retrieve tip with second smaller mini incision. Tip disposed of by rn. Rep will talk to md, re usage.